Manufacturer narrative:
Device history record reviewed. Review of device history records indicate the device was manufactured to specification.

Event description:
The patient had a cervical plate and screws implanted on (B) (6) 204. On (B) (6) 2009, two broken screws were observed on c-6 level during revision surgery. The broken pieces of the screws were left in the vertebral bodies. No replacements were needed due to a successful fusion on the previously corrected levels.